Event description:
End user was struck by a motor vehicle while sitting in a parking lot in a motorized wheelchair. End user was reportedly hospitalized as a result.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was struck by a motor vehicle while in the power wheelchair in a parking lot.